Event description:
On (B)(6) 2012 patient reported having some concerns with the up and down buttons on the infusion device working properly. Patient discovered the issue while attempting to program a bolus. Patient stated the infusion device didn¿t beep or vibrate. Patient reported the buttons do pop back up when pressed. Patient is currently using his backup infusion device. On follow up call on (B)(6) 2012, patient reported the button works intermittently and the buttons will not work if pressed hard. Patient stated he was aware of the button recall. On follow up call on (B)(6) 2012, patient reported both of the buttons (up/down buttons) on the infusion device work intermittently. Patient stated both of the buttons will not work if they are pressed hard. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
Pump up/down button: the up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.